Manufacturer narrative:
(B)(4).

Event description:
Patient's mom contacted dexcom technical support on (B)(6) 2015 to report no audio output from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported.